Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws would no longer open after being applied to patient tissue. The surgeon removed the device by cutting the tissue adjacent to the jaws. A new device was used to complete the procedure. There was no patient injury. The device will not be returned for investigation.